Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the common femoral vein using a prostyle device after an electrophysiology procedure with a 10f sheath. Reportedly, the prostyle was deployed; however, was stuck when trying to pull the device out of the anatomy. The footplate was stuck. The body of the device was cracked open to close the feet; however, it would not release. The body of the device separated at the connection with the guide. Hemostats were used to hold the guide as access was gain contralaterally to cross over and successfully snare the separated portion, removing the distal portion of the device from the anatomy. Manual compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed based on the returned device condition. The reported device entrapment and difficult to open / close the foot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported guide separation, device entrapment, difficult open/ close the foot and unexpected medical intervention appear to be related to operational context. Based on the returned device condition, the reported guide separation appears to be related to torsional manipulation applied during device placement attempt. Separation of the guide would compromise the foot functionality which subsequently contributed to the reported ¿footplate was stuck¿ and device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - physician spelling was corrected from (B)(6) to (B)(6). E1 - facility name updated from (B)(6) hospital to (B)(6) hospital.

Event description:
It was reported that this was a venous closure of the common femoral vein using a prostyle device after an electrophysiology procedure with a 10f sheath. Reportedly, the prostyle was deployed; however, was stuck when trying to pull the device out of the anatomy. The footplate was stuck. The body of the device was cracked open to close the feet; however, it would not release. The body of the device separated at the connection with the guide. Hemostats were used to hold the guide as access was gain contralaterally to cross over and successfully snare the separated portion, removing the distal portion of the device from the anatomy. Manual compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.